Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a follow-up exam. Episodes of ams and noise on the ventricular lead were observed. The noise was not reproducible in clinic and all other measurements were normal. Lead revision was suggested. The physician decided to continue to monitor the lead.